Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clamp was misassembled on a plexitron extension set; further described as "device was out of the clip". The issue was identified before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation in its original packaging but opened and sealed with staples. A visual inspection was performed which observed the lid was removed from the device and the key was positioned at one end of the device next to the adapter. The key piece was checked, and marks of impact or roughness were observed on the external part of the key. Additionally friction marks were noted. These conditions are not normal in these pieces. In order to determine how the marks were generated, a test was performed where force was exerted between the key and the end of the adapter. The results did not determine how the defect was generated. The reported condition was verified, however, the cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.